Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was observed to have a broken conductor wire. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage (broken conductor wire appearance) was identified after cleaning. Instruments are inspected prior to reprocessing (yes). During last use, the instrument was inspected before use with no abnormalities. The black conductor wire appeared broken, but insulation was not damaged, the wire was not exposed, and the cable remained intact (not split in half). There was no loss of cautery, no thermal damage, and no arcing. No instrument collision occurred. The instrument was not inspected after the procedure (unknown condition post-op). No fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken conductor wire was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.